Event description:
To determine whether the pump was working properly, biomed performed testing using dye. Testing revealed that the dye never reached the catheter. We have had this issue with other pumps, as well as catheter patency issues. The patient will be started on oral baclofen and then the family will be given the choice between explant or replacement.